Manufacturer narrative:
Functional testing found the device would not power on when connected to the original battery pack, but did power on and function normally when connected to the lab battery pack. Visual inspection of the interior of the battery pack found 2 of the batteries had leaked and melted the plastic housing underneath them. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the battery got hot and the device didn't work. The event timing was during surgery. There was no harm or delay reported. No adverse events were reported as a result of this malfunction visual inspection of the interior of the battery pack found 2 of the batteries had leaked and melted the plastic housing underneath them.